Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window, and a missing end cap sticker.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump and insulin was shooting out. The customer's blood glucose level was 170 mg/dl. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer also received an alarm upon replacing the reservoir and also a battery out limit alarm was received after the battery was out of the insulin pump for over ten minutes. Nothing further was reported.